Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to hospital due to diabetics ketoacidosis, coma and high blood glucose on (B)(6) 2022 with blood glucose of 376 mg/dl. The customer's current blood glucose was 157 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was not performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that ketone test was performed and the large ketones were observed in the result. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for dka on (B)(6) 2022. On a related svn (B)(4) the customer alleged insulin flow block alarm and high bg's on january 24, 2022. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the no delivery alarm/insulin flow block alarm listed in the formatted history file on the event date. 01/24/2022 18:51:02.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 01/24/2022 18:53:21.000 alarmalertnotification faultnumber = no delivery (7) - during basal. Device passed the functional testing. Unable to confirm alleged dka/high bg's. The customer alleged insulin flow block alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.